Manufacturer narrative:
Physio-control evaluated the device and observed corrosion of internal parts from what appears to be water damage. The internal batteries were charge depleted. Root cause for the failure of the device to power on is due to corrosion from water damage. A replacement device was provided to the customer.

Event description:
Device was returned as part of field action. When the device was evaluated by physio-control, it failed to power up. There was no patient associated with the reported event.